Event description:
Rptr claims operator was moving from one room to another when a top bolt securing the caster housing dislodged causing the wheelchair to fall and consequently causing the operator to fall from the wheelchair onto the floor. Operator caught their leg between the footrest of the wheelchair.